Event description:
Patient had primary IV tubing into a 500ml bag of 0.9% ns with a secondary tubing attached to vancomycin 190.5 mg in dextrose 5% 25ml IV piggyback. Rn noted per incident report: "backflow issue of secondary IV bag back flowing into primary tubing bag." Rn stopped administration and removed pump, tubing, and bags from patient and sent to biomed. No harm came to patient.